Event description:
Pt treated with balloon kyphoplasty in 2005 for osteoporotic compression fractures of l1 and l3. Two days after the procedure the pt returned to the physician complaining of increased back pain. Radiographs revealed a new fracture of l2. The following day, a balloon kyphoplasty was done without complication to treat the new fracture.